Manufacturer narrative:
The reported event of inaccurate continuous cardiac output value was not able to be confirmed during evaluation. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistence was observed on eeprom data. Resistance value of thermal filament circuit was measured 40.11 ohms, which was in specification per drawing 597754 rev w. Specification is 37.26 plus minus 3.64 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Distal bonding site of thermal filament cover was torn and blood was observed inside of cover. The torn edges appeared to match up. No other visible damage or inconsistency was observed from catheter body or balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that inaccurate continuous cardiac output value was observed on the second day of use of the cco catheter. The catheter was inserted for a cardiac surgery, and the patient was in the ICU when the issue was observed. According to the medical engineer who was present at the ICU, the values of cco and cci fluctuated although the values on svo2 and the blood pressure were stable. The exact cco and cci values that were displayed on the monitor were unknown, but the me mentioned that it was lower than expected. No error messages were displayed on the monitor. There were no specific issues observed on the pressure waveform and the blood temperature. The placement of the catheter was confirmed to have no issues as well. No foot pumps nor mechanical circulation support were used for the patient. The cco catheter was removed from the patient as the device malfunction of the given catheter was suspected. No treatment was given to the patient based on the inaccurate values, and the patient's vital signs were stable. There were no patient complications reported.

Manufacturer narrative:
Device lot number#:,64189741, was verified via eeprom data. A device history record review was completed and documented, that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis. And any excursions above the control limits are assessed and documented as a part of the monthly review.